Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were ok. The field application specialist discovered the sample probe needed an adjustment. The field service engineer performed an adjustment of the sipper and sample probe. After the adjustments, the issue has not recurred. Based on the available data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for one patient tested on a cobas e411 rack. The customer also performed testing on the patient¿s sample with a bioclin rapid test methodology. The bioclin product is not on the list of eua products. The patient¿s elecsys anti-sars-cov-2 result was 0.157 coi non-reactive. The patient¿s bioclin rapid test result was reactive for igg. Due to the differences in results, the customer performed repeat testing with the elecsys assay. The initial results were not reported outside the laboratory. The repeat elecsys anti-sars-cov-2 result on the same analyzer was 1.35 coi reactive. This repeat result was determined correct and reported outside the laboratory. Elecsys anti-sars-cov-2 reagent lot number was 496298 with an expiration date of 30-jun-2020.